Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient received a "call for service" prompt. During troubleshooting, the patient also reported a code 204 and that the monitor screen was alternating between a white screen, black screen, and the lifevest start up screen the patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ('call for service'/ code 204/ alternating screens) has been confirmed. As received, the monitor powered on normally and was able to detect and treat. However, review of the patient's flag files confirmed abnormal shutdowns associated with belt communication faults. During evaluation, the monitor reset. The cause of the alleged deficiencies is a disruption in the communication between the belt and the monitor. The cause for the disruption in communication between the belt and monitor is poor solder connections on the can controller component u413. The cause of the poor solder connections cannot be positively determined but is likely a manufacturing error. No adverse event resulted from the disruption in communication. The patient received a replacement monitor.